Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was born in 1959. The evaluation report of inner shaft detached. A visual examination of the returned device determined that the distal handle had been moved distally over the stainless steel handle and the outer sheath had been pushed distally 41mm past the tip. The outer sheath was kinked and accordioned. The outer diameter of the distal exterior tube should be less than 0.124in, however, all points where the outer sheath was damaged were above specifications. All measurement¿s recorded proximal to the damaged area were within specifications. It was noted that the inner sheath was broken and exiting at the guidewire access port. During the product analysis a 0.035in guidewire was inserted through the tip of the device and an obstruction was met where the inner sheath was kinked and exiting the guidewire access port. No other issues were identified during the product analysis. Based on the event description and the condition of the returned device, it is likely the noted damages were due to procedural factors such as maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered stent was used in the common bile duct (cbd) during a stent placement procedure performed on (B)(6) 2014. Reportedly, the stent was being placed for palliative treatment of a malignant bile duct stricture due to pancreatic carcinoma. Prior to stent placement, small stones were extracted from the cbd. According to the complainant, during the procedure, the stent was being advanced on a 0.035 guidewire through the biopsy channel of a duodenoscope and a guidewire restriction was met at the distal part of the delivery system. The physician removed the stent and the guidewire together from the scope. Following removal, the physician noted that the stent delivery system had kinks and the sheath was damaged. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿